Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
The sales rep reported that during an acl procedure once the driver is in their ratchet handle-quick connect, the device will not lock the driver in place and the driver keeps spinning. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences. The sales rep stated that there was a 35 minute delay because he had to go to his car to grab the other device and the device had to be sterilized before use on the patient. The device will be returned for evaluation.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek. However it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that during an acl procedure once the driver is in their ratchet handle-quick connect, the device will not lock the driver in place and the driver keeps spinning. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences. The sales rep stated that there was a 35 minute delay because he had to go to his car to grab the other device and the device had to be sterilized before use on the patient. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. The device appears worn and seems to have been heavily used. The reported failure was that the driver will not lock in place and the driver keeps spinning. A driver was placed in the device and locked properly. The driver bit was locked and would not ratchet in the forward or reverse directions. The ratchet handle did not keep spinning. This complaint cannot be confirmed but the device did exhibit the failure mode of not ratcheting. A batch record review has been conducted for this lot of (B)(4) devices that were manufactured in march of 2012 and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaints system revealed three dis-similar complaints for this lot of devices that were released to distribution. A root cause for the user to have experienced this issue cannot be determined. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.